Event description:
Report from the USA states the upper display on the device is garbled. Information received indicated there was no patient involvement. No additional information was provided.

Manufacturer narrative:
The biomedical engineer for the user facility reported the graphical user interface (gui) and the backlight inverter printed circuit board (pcb) were replaced. Though requested, no additional information is available at this time. Upon completion of the investigation, a supplemental report will be filed. (B)(4).